Event description:
During an open reduction internal fixation (orif) of distal radius on (B)(6) 2013, it was noted the standard console with irrigation, electric pen drive, and the medium burr attachment did not function. It is reported procedure was delayed approximately 1 minutes while spare devices were retrieved. The spare devices were used to complete the procedure with no further problem, no harm to patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04225. Placeholder.